Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
During extraction procedure screw head was broken, the surgeon decided not to proceed and closed the wound. One week later a revision surgery was performed on the pt and was completed w/o any complications.